Event description:
It was reported that "the black radiopaque tip of the sheath became disassociated with the sheath itself while in the pt's left subclavian vein. Attempts at retrieving, this part of the sheath were successful."

Manufacturer narrative:
The actual device was not available for evaluation at the time of this report. The DHR for the lot was reviewed, and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.